Event description:
The patient presented to the ER (emergency room) with withdrawal after the pump volume went down to zero because of a missed refill. The pump had reached the zero volume earlier in the day. The pump was refilled. A 300 mcg single bolus over 10 minutes was programmed to treat the withdrawal. The device system was delivering lioresal. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-upreport will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
The patient had symptoms of agitation, insomnia, and increased tone related to the event. The patient was given dantrim through his gastrostomy tube (g-tube) which caused mild lethargy. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)